Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with constant tone and frozen screen as a result of a faulty component on the motherboard. Unable to confirm the button/keypad anomaly due to the frozen screen.

Event description:
The customer reported that the insulin pump had a constant tone. The blood glucose reading was 312mg/dl. Troubleshooting was performed. The caller stated that the buttons were unresponsive. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.